Event description:
Md attempted to electively remove left lower extremity PICC without success. Ultrasound revealing "clot" throughout saphenous vein (per md). The line was initially pulled out an additional 4-5cm without difficulty and then resistence was encountered. Warm soak applied for one hour. On the second attempt, the line was removed with some resistance. The entire length of the catheter measured approximately 31cm (original length 30cm) upon removal. Unable to discern markings on last 10cm of catheter. "Cord" palpated in mid thigh area. Md informed. X-ray ordered and revealed approximately 4-5 cm of catheter intact in leg vessel.

Manufacturer narrative:
(B)(4). One used set with cap on spike and no cap on patient connector was received in reference to leak. Set was tested underwater at 8 psi with leak noted from cut approximately 1/4? From patient adapter. During visual inspection, it was noted that the patient adapter contained a blue/gray in color. The complaint was confirmed in the lab for leak in the transfer set (cut 1/4 inches from patient adapter). No root cause could be determined and a batch review could not be performed since the lot number is unknown. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The actual sample has been received at baxter for evaluation. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
A customer contacted baxter to report of a leakage found from the tubing of the set. The set had been used for 146 days. This was found just after the patient changed the solution bags. There was no patient injury or medical intervention.